Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The baseline gender/age characteristic is male/41 years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: transseptal access to the left atrium: tips and tricks to keep it safe derived from single operator experience and review of the literature current cardiology reviews 13(4):305-318. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a trans-septal sheath. The authors described that during an ablation procedure two patients developed cardiac tamponade which was successfully managed with pericardiocentesis or surgical drainage via a thoracotomy. Additionally, there was one patient that developed tamponade a few hours post procedure and required a thoracotomy. The disposition of the product is not known. Further follow up did not yield any additional information. No further patient complications have been reported as a result of this event.